Event description:
(B)(4). My first trouble was pain on left lower abdomen. Dr said would go away. Didn't. I went into vomiting for 12hrs straight. When I broke out in rash/hives and my ears swelled so big, the popped out of my hair and I couldn't hear. To the ER we went. Three kids in tow. Told I had an allergic reaction but no clue why. Took my two shots of steroids and anti puke med. Never thought of essure. Now I have chronic pain. Been diagnosed with rheumatoid arthritis and fibromyalgia. Chronic fatigue. Puke days in a row. Random fevers. Rashes hives. I'm dizzy a lot headaches! Facial twitches, that's now are full on head twitch or my arm will shoot out. I also have blood for stool for days after puking spells. Anxiety, depression. I had zero health issues before essure. I have fallen apart in the last three years. Past year being the worst. I have never been able to wear cheap ear rings and they are made of nickel. I'm getting essure removed in (B)(6)!